Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample or image was provided for evaluation. Therefore, the reported event could not be reproduced. Potential factors which may have contributed to the reported event have been considered. Previous investigations of similar complaints have been reviewed. The reported event may be related to an irregular stent placement. Insufficient pre or post-dilation or improper handling of the device during stent release may contribute or lead to an irregular stent placement and subsequent stent fracture. Highly calcified vessels, a difficult vessel anatomy or challenging placement site also may result in an irregular stent placement and subsequent stent fracture. Overlapping stent placement as well as severely calcified vessels may be contributing factors to a stent fracture. In this case, no information regarding the initial stent placement or the vessel anatomy was provided. Reportedly, five stents had been placed from the right knee to the groin. On the basis of the information available, a definite root cause for the reported event could not be determined. The IFU supplied with this device sufficiently describes the correct application of the device. Also the IFU states that stent fracture is a potential adverse event that may occur. The IFU states: "cases of fracture have been reported in the clinical use of the lifestent vascular stent. Cases of stent fracture occurred in lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced > 10 % elongation at deployment." In addition, the IFU states: "the following information is provided in the packaging for the physician to provide their patients: a patient guide which includes information on the lifestent xl vascular stent system, peripheral artery occlusive disease, the implantation procedure and patient care following the implant. A patient implant card that is used to record and disseminate information about the patient and the stent."

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable to provide any further patient or procedural details to bard.

Event description:
It was reported that in (B)(6) 2013, the patient experienced pain in the right leg and was admitted to hospital for an emergency surgery to treat a collapsed artery and blood clot. Five stents were placed from the knee to the groin. Somehow between (B)(6) 2013 and (B)(6) 2015, after experiencing indescribable pain the patient presented to hospital and was admitted again since one of the stents was found to be broken during a CT scan. An arterial transplantation and graft was performed. Reportedly, the five stents implanted in the leg have left a two and a half foot scar from the ankle to the waist. This event was reported to bard via voluntary medwatch # mw5061586.